Manufacturer narrative:
Updated fields - b4, d9 date return to manufacture, e1 event site mail ID, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5. Getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold assembly after finding that it was leaking and failing the leak test. The unit passed all functional and safety tests according to manufacturer specifications. The iabp was returned to the customer and cleared for use. The failure analysis and testing department received the following part associated with this complaint: drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy. Into the cardiosave test fixture and tested to the cardiosave service manual. Performed all manifold leak tests and passed all manifold leak tests within the factory specifications. The fat dept. Could not verify the failure message of drive manifold leak test failed. Drive manifold assy. Passed testing. Retaining drive manifold assy. In the fat dept. Per procedure the most probable root cause is component reliability.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) had a gas leak. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a gas leak. There was no harm reported.